Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may have remained due to device handling being deviated from the instructions for use. The event can be prevented by following the instructions for use which state: "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system. -nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope failed the leak test. The issue was found during maintenance. The device was returned and an evaluation at the repair center revealed white crystallized contamination believed to be an infacol (simethicone) type product within the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. A comprehensive leakage check was completed prior to technical evaluation and the device was confirmed to be leaking from the biopsy channel. The adhesive part of the distal end had uneven edge. Excessive fluid ingress was noted at the scope connector. The angulation works but the play of the control knob was out of normal state. There was no angulation in the up/down direction when the control knob was turned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.